Event description:
It was reported that during loading of the cartridge the device gave a message, "no cartridge detected, missing or overfilled. Install cartridge to confirm sensor" and then it didn't allow sensor to be confirmed. Troubleshooting was performed but the alarm persisted. Per reporter a crack in threads of cartridge housing was identified. The pump was replaced. The product fault occurred while in use with patient. There was no medical intervention required.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.